Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband states his wife's blood glucose was 136 mg/dl on her compact plus system at 10:31 am. The customer was unresponsive when the test was taken. Customer was not capable of self-treatment. A half hour later, the ambulance came. Ambulance staff had a result of 33 mg/dl at 11:36 am. They provided "glucophage" in the ambulance on the way to the hospital and it did not raise her blood sugar. Customer arrived at the hospital at 12:05 pm. Husband states that at 12:45 pm her blood sugar level was 39 mg/dl. Customer was in for observation for approximately 3 hours and 10 minutes, and then she was released to go home. No further treatment was reported. A request was made for the return of the meter and strips, replacement sent.